Event description:
Intraoperatively, the scrub technician noted a very small piece of broken metal lying on mayo stand. After inspection of instrumentation, the scorpion expressew iii arthroscopic grasper joint had broken off where the metal pin and moveable grasper should be. The surgeon and charge rn were notified. Staff asked surgeon to have x-ray done in or to confirm no foreign body, but surgeon declined to give order for x-ray. The lot# and other identifier numbers requested, but not received. This was not a new instrument and not a disposable. The instrument had been used hundreds of times prior to breakage. All pieces of the instrumentation were accounted for. There was no patient harm.

Event description:
Intraoperatively, the scrub technician noted a very small piece of broken metal lying on mayo stand. After inspection of instrumentation, the expressew iii arthroscopic grasper joint had broken off where the metal pin and moveable grasper should be. The surgeon and charge rn were notified. Staff asked surgeon to have x-ray done in or to confirm no foreign body, but surgeon declined to give order for x-ray. The lot# and other identifier numbers requested, but not received. This was not a new instrument and not a disposable. The instrument had been used hundreds of times prior to breakage. All pieces of the instrumentation were accounted for. There was no patient harm.

Manufacturer narrative:
The following elements have blank data: device manufacturer's street address: (line 1) for type of device: orthopedic manual surgical instrument. City: for type of device: orthopedic manual surgical instrument. State: for type of device: orthopedic manual surgical instrument. Zip: for type of device: orthopedic manual surgical instrument.